Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "implant discontinued" and no complaint against the device. This record is for the left side. The device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2. B.5., h.6.

Event description:
Healthcare professional reported "rupture". This record is for an unknown side. The device status is unknown.

Manufacturer narrative:
Continued e.1 postal code: (B)(6) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.